Event description:
The MFR's rep reported volume discrepancy at routine refill. Expected reservoir volume was 6 ml; actual reservoir volume was 18 ml. The pt cannot communicate very well so they are unsure of any return of symptoms. Troubleshooting was being considered. No pt identifiers were provided. Follow-up attempts have been made without success.